Event description:
Patient admitted with sah from ruptured left aca/acomm aneurysm. During coil embolization, the device (stent retriever) sheared, resulting in retention of a fragment of the device within the internal carotid artery. The fragment was left in place as risk of removal outweighed benefit.